Event description:
It was reported that during a lap. Cholecystectomy, the device locked up on the cystic duct. The device was manually pried open to remove it. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 06/27/2008. Information anticipated, but unavailable at this time.